Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer reported blood glucose level was 356 (mg/dl). A manual injection was delivered to address bg level. Reportedly, the issue was resolved by changing out all supplies. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.